Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose readings while using the insulin pump after performing a factory reset, with cgm indicating hypoglycemia and a fingerstick showing a higher value, and the event was associated with a meal announcement shortly after the reset. Symptoms included hypoglycemia with reported values as low as 40 mg/dl and associated low glucose readings on cgm. Outcomes included no injury and no medical intervention beyond self-management and education. Investigation included review of device history as reported by the user, user interview, and technical support review of use conditions. Investigation of this case revealed that the low was temporally associated with a meal announcement during the algorithm adaptation period following a factory reset, with subsequent stabilization and no further lows reported. It was concluded that the device functioned as designed and that user education on meal announcements during adaptation addressed the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.